Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know the reason on for how the screen became cracked. The customer's blood glucose level was not impacted by the reported issue; however, it was reported that the customer experienced elevated bg levels. At the time of the report, the customer's bg level was in the 300 mg/dl range and was addressed with a correction bolus via the pump. The contact stated that the customer's bg level "always" runs in the 200-400 mg/dl range. The reason for the high bg levels were unknown; but the contact stated there is no issue with the pump or supplies. The contact stated the customer was in touch with health care provider regarding high bg levels. As the pump was still functional, the customer would continue to use the pump for insulin therapy.